Event description:
Patient presented to the physician with a jolting sensation in the neck, causing pain, and pain due to the ipg moving within the pocket. Physician brought the patient into the or and removed the entire inspire system.